Manufacturer narrative:
A device history record (DHR) review was conducted for the reported lot number. The device was released meeting all qa specifications. We are currently unable to establish a relationship between the device and the issue reported. The device involved in this event was not returned for evaluation purposes therefore visual and functional analysis of the product could not be performed. We are unable to confirm a relationship between the device and the issue reported and a definitive root cause for the reported event could not be determined. The information obtained during complaint investigation will be included in our global complaint trending and product surveillance will continue to monitor complaints of this type for adverse trends. If the product is received or additional information is obtained, the investigation will be reopened accordingly per standard operating procedure.

Event description:
It was reported that on (B)(6) 2023, a patient received after a breast biopsy a tumark marker u shaped and 2 additional markers from a different company (2 third party company clipmarkers). Additionally, 2 devices from third party companies (needles) and bandages were used on the patient as well as local dose of anesthetics. After the procedure the patient developed a giant urticarial reaction to the chest, arm groins and neck for which she returned to the emergency room. Due to the patient persisting with an allergic reaction, all the markers were removed 3 days after implantation, the patient received a high dose of antihistamines and corticosteroids. A few days after the removal and due to the treatment, the patient was doing much better. No other information is available.